Event description:
It was reported that the pt was admitted to the hospital (B) (6) or (B) (6) 2010. The pt had a wound in his back. The spinal segment of the catheter was removed. The catheter was exposed and the doctor removed part of it. It was noted that the pt experienced withdrawal with symptoms including sweating, running a temperature and was very spastic. The pt was being treated in the hospital at the time of the report. The drug contained in the pump at the time of the event was not reported. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).